Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care provider (hcp) reported that the patient was complaining of the placement of their battery; it was located medially near the tailbone. It was noted that it was lower and more medial than the hcp usually places them. The revision would occur after the patient's device was recovered from overdischarge. The indication for use was for spinal pain.